Event description:
The customer reported the system's thumbnail images failed to recall correctly. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer was instructed how to prevent the reported issue. The system was found to be operating as intended.